Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000293522 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the vasoview hemopro vh-3500, used for an endoscopic vein harvesting procedure, cutter would not pass through the cannula when trying to load before the harvest started. The jaws were up and no fluid was on the cutter. No delay because the harvester detected to problem before the case. No patient effects and they opened a new kit to complete the case.